Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'downstream pressure too high' which was reproduced. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be an out of specification downstream tubing guide gap. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had downstream pressure too high. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.